Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Corrected: h4. The results of the investigation are as follows: - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history record(s) identified no deviations or anomalies during manufacturing. - the root cause of the reported infection was determined to be unrelated to the implanted zimmer biomet device. For the implant wear, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that patient who underwent initial total knee arthroplasty and was suspiciously infected by unknown reason. A test showed positive, so a removal operation was performed on the patient. When the bearing was removed, the surgeon found that there was wear on the bearing. Attempts have been made, but no further information is available.